Event description:
It was reported that there were black debris in the joint. It was thinking that there is shredding of the ring. All of the material was flushed out of the patient. The procedure was completed with a backup device with no delay or patient injury reported.

Manufacturer narrative:
One 6mm high-flow double valve rotatable cannula was returned for evaluation. Visual assessment of the device showed no surface damage. Removal of the o'ring showed no material missing or deterioration of any kind. Examination of the devices cannulations using an arthroscope showed what appears to be human matter within the cannula body and stopcocks. The cannula was inspected per the inspection procedure using the torque watch gage for obturator locking torque, device was found to meet print specification. This investigation could not identify any evidence of product contribution to the reported complaint.

Manufacturer narrative:
For the initial MDR in the date rec'd by MFR tab, read correctly 6/19/2018 instead of 7/23/2018.